Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative testing indicated no capture on the atrial lead. An x-ray confirmed that the lead had dislodged. The pocket was re-opened and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.